Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 01aug2019. The manufacturer sales personnel confirmed the reported issue. Replacement ventilator shipped from the rica factory. The ventilator was returned to the manufacturer for investigation: it was determined this cpu pcba primary alarm failed e/c 1102 failure was caused by a bad solder connection at c201. Re-soldering c201 corrected this failure with no other errors found. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the primary alarm failed. There was no patient involvement.